Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had hardware low level failures alarm. The blood glucose was 3.8 mmol/l at the time of the incident ant it treated with apple juice and declined troubleshooting for it. The current blood glucose was 11.2 mmol/l. The customer¿s mom tried running self-test again today and got hardware low level failures alarm did not vibrate. Customer was able to complete pump rewind. Error table indicates the pump should be replaced. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.